Event description:
The customer reported to baxter (B)(4) a solution administration set that had a torn overpouch. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 6 of 10 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). Photographs of the samples were received for evaluation purposes related to the cracked/broken condition of the overpouch. Visual analysis was performed on the photos received. The photos revealed that the pouch paper was torn; therefore, the reported problem was confirmed. The root cause was the movement of rigid components in the pouch during the packing of the sets into the carton boxes. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.